Event description:
It was reported that after receiving a vibratory alert, an asymptomatic patient presented in the emergency room with the device in back up vvi. Firmware download was performed successfully and device remained implanted.